Manufacturer narrative:
Unable to prime during alarm test due to faulty force sensor resistor. Pump passed basic occlusion and displacement test. No motor error alarm noted. All buttons function properly. No damage to keypad traces noted. Motor tested ok. Cracked reservoir tube lip and scratched display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.